Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and dizziness ("dizziness"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) (B)(6) 2017/ additional surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, headache, nervous system disorder and dizziness outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dizziness, dysmenorrhoea, headache, menorrhagia, nervous system disorder and pelvic pain to be related to essure. The reporter commented: received treatment for- dysmenorrhea(cramping), chronic, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), headaches, neurological disorder, dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and aka added from mr. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and dizziness ("dizziness"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (B)(6) 2017/ additional surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, headache, nervous system disorder and dizziness outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dizziness, dysmenorrhoea, headache, menorrhagia, nervous system disorder and pelvic pain to be related to essure. The reporter commented: received treatment for- dysmenorrhea(cramping), chronic, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), headaches, neurological disorder, dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: case become incident, previously reported event injury was deleted, newly added events- dysmenorrhea (cramping), pelvic/chronic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), headaches, neurological disorder, dizziness, product indication and date of essure insertion were updated, date of essure removal was added, reporter was added, consumer address were updated and birth date was added, lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.